Manufacturer narrative:
The cause of the failure is non-device related factor adverse events related to patient's condition. The observed implant failure(s) can result from excessive loading and/or the absence of fusion within six months post-surgery.

Event description:
On 2022, initial l2, l3, l4, l5, s1 instrumentation surgery was performed. On (B)(6) 2024, revision t10, t11, t12, l1, l2, l3, l4, l5, s1, sij fixation instrumentation extension surgery was performed. Pre- or post-op x-ray, picture, etc., were not provided. All removed components were not returned for evaluation. The right rod was broken. No harm or injury to the patient was reported before or after the surgery. (B)(6) 2024 -doctor's operative reports were provided. The cause is pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion.)